Event description:
Attorney's report of the pt alleging pain. Two hernia procedures were performed. One in 2004. The second in 2005.

Manufacturer narrative:
No product returned for evaluation. Therefore, no conclusion can be drawn.